Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The article provides a retrospective review of a large series of patient¿s to identify the positive and negative factors related to two methods of reconstruction: endoprosthetic replacement versus the use of reconstruction nails or other osteosynthetic devices with or without the adjunct of cement. The study did not specifically say which manufacturer¿s component was used in each case, but it did mention that charnley (depuy, leeds, UK) were the second most frequently used implant in thrs. The study was based on end total of 142 patients (146 fractures) who had surgical treatment for metastatic lesions of the proximal femur between 1996 and 2003. There were 11 systemic complications that occurred among the 109 prosthetic replacements. Two patients were noted to have pulmonary emboli, one each with a perforated colon and cardiac failure, made uneventful recoveries. One patient was noted to have passed away from a cerebrovascular accident one day after surgery. One patient was noted to have passed away from multiple organ failure four days post-surgery. The report mentions four infections and one nerve injury. No information was provided as to what manufacturer¿s components were implanted during those surgeries. Eight patients with charnley thrs (head size 22mm) had dislocation. Female age (B)(6), with a history of breast cancer, had a revision to address a technical error. The femoral component was revised 1 month after primary surgery. The study stated that technical error consisted of misplaced reconstructions nail(na), loose piece of cement entering the joint space leading to pain(na), or dislocation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.